Event description:
The pt was a female. The lesion was located at the mid left anterior descending (lad). The doctor crossed with a bmw guidewire and engaged the jl4 guide catheter. After ballooning with a worldpass, the doctor tried to cross with the 3.5 x 33mm cypher select stent. After several attempts, it failed to cross, causing dislodgement. Finally, the physician drew the stent out with device and the pt was safe. The procedure was successfully completed. The physician implanted an endeavor stent.

Manufacturer narrative:
This device is distributed outside the unites states; however it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.